Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, user reported frequent blood glucose (bg) fluctuations with lowest at 53 mg/dl and highest at 260 mg/dl. Time in range (tir) <70 mg/dl was 4.7% and tir <54 mg/dl was 1.6%. Contributing factors included overcorrection and announcing meals while out of range. Troubleshooting involved agent recommending a factory reset (fr) and planning to assign an advanced trainer (at). The user's low bg occurred during lunch (pinto beans, veggie salad, sausage) and high bg was managed through corrective algorithm. The ilet alerted appropriately, no symptoms were reported, and no outside or medical intervention was required.